Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during an implant attempt, the helix would not deploy and the physician could not get lead to capture on the right ventricular apex. It is suspected that there may be tissue in the helix or the helix malfunctioned. The lead was explanted and a new lead used. There were no patient complications reported as a result of this event.